Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted for unspecified reasons. There was no index operative note provided. The patella was resurfaced and depuy cement was utilized x2. Patient revised due to pain, flexion contracture, and loosening of the tibial component. Intraoperative finding confirmed a loosened tibial tray at the cement to implant interface. There was no reported product problem with the revised femoral component or tibial insert. The patella was noted to be well-fixed and not revised. There were no reported surgical or postoperative complications. Depuy product implanted at revision with competitor cement. Doi: (B)(6) 2014, dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.